Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and fbss leg/back. The reason for call was that for or about a week when they attempted to charge the ins and it would show their ins battery at 90% when they were not. Normally when they start charging the ins it would be down to 30%. They just tried to charge and it said stimulation off and said to which group a b c or d. The controller was at 90% and the ins was at 100% showing excellent. They said they were hurting. During the call the patient's controller displayed stimulation off. The agent walked the patient through how to turn stimulation on. They were using group a. They wanted to know why the stimulation turned off. The agent reviewed possibilities and the patient said they did let the ins battery get to low in charge to potentially cause stimulation to turn off. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) via a patient letter. Pt reports the cause of the controller saying the device was at 90% even though it was typically at 30% is that somehow the controller got turned off and I did not know it was turned off. Additional information was received from the pt via a patient letter. Pt reports the cause of the controller saying the device was at 90% even though it was typically at 30% is unknown.